Event description:
Two endeavor sprint stents were implanted overlapping to the obtuse marginal. The first endeavor sprint stent was implanted for treatment of the target lesion. The second endeavor sprint stent was implanted as treatment of complication/dissection/bailout. (MFR report # 2953200-2008-00547). The same day the pt was brought back in to perform revascularization (ptca) in the proximal lcx due to thrombus. One endeavor sprint stent was implanted. Also, revascularization (ptca) was carried out at the left main. One driver stent was implanted. Further CABG revascularization was carried out on the same day in the proximal lcx, left main, right posterior descending artery and 1st right posterolateral. It is reported that pt suffered an mi later that same day. A hemopericardial bleeding event was reported sixteen days later. Bleeding was due to CABG instrumentation. Asymptomatic at 30 day follow up. Please note that this device is not distributed in the us.

Manufacturer narrative:
Eval results: (myocardial infarction, CABG, dissection, stent thrombus). (CABG instrumentation). Other: secondary intervention, bleed.